Event description:
Baxter (B)(4) received a report that an infusor had stopped delivery during patient use. The device was filled with a solution of 75 ml of 5-fluorouracil and 40 ml of saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did not confirm the no flow. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No root cause was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.